Event description:
The patient suffered a transient ischemic attack (tia) during a carotid stenting procedure. The patient also developed an elevation of troponin levels consistent with an acute myocardial infarction (mi). The patient had an irregular, ulcerated lesion in the left internal carotid artery (lica). The physician placed a 6mm angioguard distal to the lesion followed by pre-dilation with a 4mm balloon. An 8x30mm precise stent was placed in the lesion and the stent was post-dilated with a 5mm aviator balloon. During post-dilation the patient was noted to have become uncommunicative. The patient suffered behavioral change, aphasia and dysarthria. There was slow perfusion through the stent after post-dilation. The patient responded to intravenous (IV) fluids, atropine, and the removal over the distal protection device. Over the next twenty minutes the patient¿s status returned to baseline. Diagnosis was a tia. The patient did however develop an elevation of troponin levels consistent with an acute mi. The patient is currently undergoing conservative cardiac management.

Event description:
X-ray demonstrated broken implant. Implant removed.

Manufacturer narrative:
Implant date, 2008dhr was reviewed, and no anomalies were identified during the manufacturing process.